Event description:
New information received notes that programming changes were made 4 june 2020 resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmissions revealed that the implantable cardioverter defibrillator exhibited myopotential oversensing. No device intervention has been performed, but programming changes were discussed. No patient symptoms were reported.